Manufacturer narrative:
The nvisionvle® low-profile optical probe was returned to ninepoint medical for evaluation. Device was intact with the exception of the soft tip which had detached during the procedure. The sheath imaging window did not appear to have been stressed in tension. However, there appeared to be a kink at the end of the sheath imaging window. The device history record was reviewed for returned nvisionvle® low-profile optical probe and no anomalies were identified that could have contributed to this event. Related warnings and precautions in the instructions for use include: to prevent failures in the nvisionvle low-profile optical probe, do not kink or sharply bend it at any time. Extreme endoscope manipulations may result in breakage of the optical probe. Do not use the nvisionvle low-profile optical probe if the inner package is open or damaged. Do not use the nvisionvle low-profile optical probe if the device appears to be damaged. The nvisionvle low-profile optical probe is supplied sterile and is designed for single-patient use only. Do not reuse or re-sterilize the nvisionvle low-profile optical probe. This device should not be used in any anatomy where the labeled diameter would be inappropriate.

Event description:
The physician selected a nvisionvle® low-profile optical probe for the oct imaging evaluation. It was reported that the soft tip of the nvisionvle low-profile optical probe had become detached during a procedure to image the common bile duct. The tip detached after removal of the device from the duct post imaging. It was noted that there was significant over manipulation required to place the low-profile optical probe into the desired location due to the challenging and dilated anatomy. The detached tip was retrieved using a rat-toothed forceps. The patient was not harmed in this intervention.